Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix light plug (device #2) device may have caused or contributed to the reported event. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix light plug (device #2). An additional emdr was submitted to represent the bard/davol perfix light plug (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent left inguinal hernia repair. A bard/davol perfix light plug (device #1) was implanted in the patient during this repair. (B)(6) 2015: the patient underwent left inguinal hernia repair. A bard/davol perfix light plug (device #2) was implanted in the patient during this repair. (B)(6) 2016: the patient was seen by the physician for severe and chronic pain. The physician noted, ¿this kind of plug is virtually impossible to remove doing a lot of damage to the tissues of the inguinal canal. I would therefore not recommend any surgical attempt to try and remove the mesh.¿ the patient continues to suffer complications related to the bard/davol perfix light plug (device #1 and device #2). The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.